Manufacturer narrative:
A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. Upon further evaluation of the device, service found that due to damage of the charge coupled device (ccd) unit, the image had black dots. The bending angle in the down direction was out of specification due to wear of the angle wire. Due to damage on the connecting tube, the insertion section was rigid. Due to corrosion, the scope identification is not displayed. Per the legal manufacturer, these other device issues identified by service have no potential to cause or contribute to death or serious injury if the malfunctions were to recur. Based on the results of the investigation, it is possible that the event occurred due to the following: poor contact between the device and the system due to scope connector corrosion (contact part, etc.) Conduction abnormality of the scope connector internal substrate due to moisture ingrained into the inside of the device by, for example: while the device is in the water, a load was added that accidentally caused the vent valve to open. The valve of the vent was caught by a foreign object, such as a piece of cleaning tool, and did not close. Due to breakage of the leak detection tube when using the washing machine, damage to the packing of the washing machine / leak detection tube, etc., moisture that has penetrated into the scope connector when the leak is detected. The device to which the sterile cap is attached has been immersed in the reprocessing liquid. The wet vent is fitted with a connector cap for the leak tester. The leak tester was attached and removed while the device was in the water. Failure of the ccd or scope connector internal board due to the following handling the ground wire of the system was not connected. The system is powered on and the scope connector has been reseated scope connector contacts were contaminated with dirt or moisture failure on the part of the system. A definitive root cause could not determined. The event can be detected/prevented by following the instructions for use which state: operation manual: important information ¿ please read before use: warnings and cautions: do not connect the endoscope connector while the electrical contacts are wet and/or dirty, which may result in an electric shock, causing severe damage to the endoscope and compromising patient and/or operator safety. Turn the video system center on only when the endoscope connector is connected to the light source. In particular, confirm that the video system center is off before connecting or disconnecting the endoscope connector. Failure to do so can result in equipment damage, including destruction of the image sensor. Reprocessing manual: 1.4 warnings and cautions: before immersing the endoscope in reprocessing fluids, confirm that the sterilization cap (maj-1538) is not attached to the endoscope. If the sterilization cap is attached, the reprocessing fluids will be able to penetrate the inside of the endoscope, and it can be damaged. Reprocessing manual: 5.4 leakage testing of the endoscope: perform the leakage test: when attaching the connector cap of the leakage tester (mb-155) to the venting connector of the endoscope, make sure that both the connector cap and the venting connector are thoroughly dry. Water on the surface of either component may enter the endoscope and could cause endoscope damage. Do not attach/detach the leakage tester while the endoscope is immersed. Attaching/detaching under water could allow the water to enter the endoscope, resulting in endoscope damage. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported "infiltration/invasion" (fluid leak) was detected in the subject device during reprocessing. There was no patient or user harm reported due to the event. The device was returned to an olympus service center for evaluation. During inspection and testing, service observed error code b30 (scope communication error) was displayed, due to corrosion on the electrical contacts in the scope connector, and video plug unit caused by fluid ingress. This report is being submitted for the malfunction (error code b30) found by service during the device evaluation.